Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): helix/lobe distorted/bent, defib conductor distorted.

Event description:
It was reported that during the implant procedure the helix deployed during lead manipulation. The tip of the lead caught and bent and would not retract. The device was not implanted. No patient complications have been reported as a result of this event